Manufacturer narrative:
The investigation was performed based on the provided information and the log file. The user reported that "the device stopped the ventilation while in use", later it was clarified to "the pressure wave form was not properly displayed". This corrected version fits to the results of the log file as no error entries could be found on the reported date of event pointing to a device failure. It could only be seen that no mandatory device checks were performed since (B)(6) 2017 as described in the IFU. A subsequent maintenance and full device check did not show any malfunction, all test were passed.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that during a case the unit went to a "vent fail" condition. The staff tried to resolve the problem by powering the unit off and back on but the "vent fail" condition was not resolved. The patient was manually bagged and the anesthesia machine was swapped out to finish the case. No report of patient injury.